Event description:
After receiving several cypher stents, the patient had restenosis.

Manufacturer narrative:
The male patient received four cypher stents in the proximal to distal right coronary artery (rca) in 2007. At about 2 days later,the patient experienced chest pain and underwent a repeat coronary angiogram revealing all cypher stents to be patent. Untreated coronary artery disease was documented in the first diagonal and proximal to mid circumflex. The diagonal was implanted with two cypher stents. One month after that, the patient reported angina pectoris. Approx 2 months after, the patient had chest pain and a positive exercise stress test. Angiogram revealed 70% instent restenosis in the first diagonal, 60% occlusion in the proximal circumflex, and 20% instent occlusion in the right coronary. The first diagonal was treated with a taxus stent. Approximately 3 months later, the patient again reported angina. At the one year follow-up in 2008, the patient reported angina. A CABG was performed at this time. CABG performed electively following diagnosis of left main diffuse disease, 60-70% occlusion in the proximal lad, 90% occlusion in the mid lad, 50% occlusion in the diagonal, 50% occlusion in the proximal circumflex, and diffuse 30% occlusion in the rca. Operation and post-op period were uneventful. Four grafts were placed: sv to lateral marginal, skip sv to om, skip sv to d1 and lima to lad. No further angina post-operatively. This device (lot i1206082) is distributed outside the united states; however it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2008-01201. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.